Event description:
Nurse reported that during a treatment with dr, blood was noticed in the urine drainage bag. Treatment was discontinued and pt was irrigated with an 18 french catheter. There was no pt injury.